Manufacturer narrative:
All buttons function properly, however moisture damage was found on keypad traces. No button error alarm noted during testing. No moisture damage inside the device noted. The device had minor scratches on the display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner, cracked on battery tube threads, and cracked pump belt clip slot.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 150 mg/dl. The device was submerged in water. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.